Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie filled with liquid. The field service engineer (fse) diagnosed auxiliary drawer 4 and found a cubie filled with liquid. The cubie was ejected, and the customer verified that the station operated correctly afterward. No further issues were reported. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was filled with liquid. However, there were no delays or adverse events or injuries reported based on this event.